Event description:
The extension tube disconnected from the adapter.

Manufacturer narrative:
The sample is not available for the investigation. Add'l info has been requested from the customer. Upon completion of the investigation, a supplemental report will be submitted. Date submitted: 25 april 2008.